Manufacturer narrative:
(B)(4).

Event description:
Reported as "pump lost power when unplugged from ac power". It was reported that, "they had just inserted a 50 cc fiberoptic iab in a male patient for support for CABG surgery. When they unplugged the pump, it immediately shut down. There were not alarms. The pump had been plugged in and the battery icon was green. They plugged the pump back to ac and the pump is pumping. I had them try unplugging the pump again. It immediately shut down. Once it was plugged back to ac, the pump came up and they were able to pump. The battery status is charging and the voltage is 13.1. I had them check the breaker switch and it is turned on. I then recommended that they switch to a second pump. The second pump is pumping, the fiberoptic was calibrated and when they unplugged the second pump, the pump continued to function appropriately". No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "pump lost power when unplugged from ac power". It was reported that, "they had just inserted a 50 cc fiberoptic iab in a male patient for support for CABG surgery. When they unplugged the pump, it immediately shut down. There were not alarms. The pump had been plugged in and the battery icon was green. They plugged the pump back to ac and the pump is pumping. I had them try unplugging the pump again. It immediately shut down. Once it was plugged back to ac, the pump came up and they were able to pump. The battery status is charging and the voltage is 13.1. I had them check the breaker switch and it is turned on. I then recommended that they switch to a second pump. The second pump is pumping, the fiberoptic was calibrated and when they unplugged the second pump, the pump continued to function appropriately". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump lost power when unplugged from ac power" was not able to be confirmed as the product was not returned for investigation. According to the attached service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "pump lost power when unplugged from ac power". It was reported that, "they had just inserted a 50 cc fiberoptic iab in a male patient for support for CABG surgery. When they unplugged the pump, it immediately shut down. There were not alarms. The pump had been plugged in and the battery icon was green. They plugged the pump back to ac and the pump is pumping. I had them try unplugging the pump again. It immediately shut down. Once it was plugged back to ac, the pump came up and they were able to pump. The battery status is charging and the voltage is 13.1. I had them check the breaker switch and it is turned on. I then recommended that they switch to a second pump. The second pump is pumping, the fiberoptic was calibrated and when they unplugged the second pump, the pump continued to function appropriately". No patient harm or injury. The patient status is reported as "fine".